Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, allergy to metals and dermatitis allergic had resolved and the psychological trauma, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth disorder, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, apareunia, dysmenorrhea, psych injury, vaginal infection, vaginal discharge, bladder problems, urinary disorder. Patient had took medical leave related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: reporter information and patient demography was added. Previously added ¿injury¿ was replaced with ¿ pelvic pain¿. New events ¿abdominal pain, dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, nickel allergy, allergic rash, psych injury, vaginal infection, vaginal discharge, bladder problems, urinary problem, other injuries/symptoms: fatigue, dental probs., nausea, weight gain¿ were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.